Event description:
Based on the additional information received on 17-aug-2015, this case initially considered as non-serious was upgraded to serious because the event of effusion of left knee due to irritation was upgraded to serious (required intervention). This unsolicited device case from (B)(6) was received on 22-jul-2015 from a physician (orthopaedist). This case concerns a (B)(4) male patient who developed pain, swollen knee, had leukocytes 2425/mcl (reference value < 200) and effusion of left knee due to irritation after receiving treatment with synvisc. No medical history, past drugs, concurrent condition and concomitant medications were reported. On (B)(6) 2015, the patient started treatment with intra-articular synvisc injection at a dose of 8 mg/ml, 3 injections (frequency: unknown) (lot number: 4rsa001a and expiration date: may-2017) into knee joints for retropatella arthrosis left knee. It was reported that the drug was not injected before. On (B)(6) 2015, the patient received third synvisc injection. The same day, 14 days after receiving treatment with synvisc, the patient experienced effusion of left knee due to irritation and pain at the third injection. On an unknown date, the patient developed swollen knee. On (B)(6) 2015, the patient recovered from the events of pain and effusion of left knee due to irritation. On 09-jul-2015, puncture of effusion and aspiration of 50 ml was performed as corrective therapy. Analysis of aspirated fluid was performed to eliminate the suspicion of bacterial infection of the swollen knee. Based on the analysis the physician thought that the effusion was caused by irritation. On an unspecified date in 2015, patient's leukocyte count increased to 2425/mcl (normal range: less than 200). It was reported that patient was symptom free at last consultation. On an unknown date, patient had macroscopy and the results were 5% neutrophil granulocytes, 2% eosinophil granulocytes, 58% lymphocytic cells and 35% monocytic cells. Lymphocytic cells and monocytic cells were partly in clusters. Patient's antistreptolysin was 26.0 u/l (reference value: less than 200), rheumatic factor 0.0 (reference value: less than 14) and c-reactive protein (crp) was 0.95 (reference value: less than 5.0). Action taken: no action taken. Corrective treatment: puncture and aspiration of 50 ml for effusion of left knee due to irritation; not reported for the rest events. Outcome: recovered/ resolved for pain and effusion of left knee due to irritation ; unknown for leukocytes 2425/mcl (reference value < 200) and swollen knee. (B)(4). Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Reporter causality: the orthopedist could not assess the causal relationship between the reaction and synvisc. Seriousness criteria: required intervention for effusion of left knee due to irritation. Additional information was received on 05-aug-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 17-aug-2015 from the orthopaedist. This case initially considered as non-serious was upgraded to serious. Patient's weight and height added. Arthrocentesis lab was added. Suspect product start date, stop date, dose, expiry date and indication were added. Additional event of pain was added along with details. The event verbatim of punction of 50 ml of serous effusion was updated to effusion of left knee due to irritation and this event was upgraded from non-serious to serious. Reporter causality was added. Clinical course was updated. Text was amended accordingly. Follow up was received on 17-aug-2015. No new information was received. Additional information was received on 25-aug-2015. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
Based on the additional information received on (B)(6) 2015, this case initially considered as non-serious was upgraded to serious because the event of effusion of left knee due to irritation was upgraded to serious (required intervention). This unsolicited device case from (B)(4) was received on (B)(6) 2015 from a physician (orthopaedist). This case concerns a (B)(6) year old male patient who developed pain, swollen knee, had leukocytes 2425/mcl (reference value < 200) and effusion of left knee due to irritation after receiving treatment with synvisc. No medical history, past drugs, concurrent condition and concomitant medications were reported. On (B)(6) 2015, the patient started treatment with intra-articular synvisc injection at a dose of 8 mg/ml, 3 injections (frequency: unknown) (lot number: 4rsa001a and expiration date: may-2017) into knee joints for retropatellar arthrosis left knee. It was reported that the drug was not injected before. On (B)(6) 2015, the patient received third synvisc injection. The same day, 14 days after receiving treatment with synvisc, the patient experienced effusion of left knee due to irritation and pain at the third injection. On an unknown date, the patient developed swollen knee. On (B)(6) 2015, the patient recovered from the events of pain and effusion of left knee due to irritation. On (B)(6) 2015, puncture of effusion and aspiration of 50 ml was performed as corrective therapy. Analysis of aspirated fluid was performed to eliminate the suspicion of bacterial infection of the swollen knee. Based on the analysis the physician thought that the effusion was caused by irritation. On an unspecified date in 2015, patient's leukocyte count increased to 2425/mcl (normal range: less than 200). It was reported that patient was symptom free at last consultation. On an unknown date, patient had macroscopy and the results were 5% neutrophil granulocytes, 2% eosinophil granulocytes, 58% lymphocytic cells and 35% monocytic cells. Lymphocytic cells and monocytic cells were partly in clusters. Patient's antistreptolysin was 26.0 u/l (reference value: less than 200), rheumatic factor 0.0 (reference value: less than 14) and c-reactive protein (crp) was 0.95 (reference value: less than 5.0). Action taken: no action taken corrective treatment: puncture and aspiration of 50 ml for effusion of left knee due to irritation; not reported for the rest events outcome: recovered/ resolved for pain and effusion of left knee due to irritation ; unknown for leukocytes 2425/mcl (reference value < 200) and swollen knee a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 4rsa001a, with expiration date (05/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsa001a, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 05-aug-15, a total of (B)(4) complaints (including this complaint) had been reported for lot # 4rsa001 & all related sub-lots: (B)(4) complaints had been reported for lot # 4rsa001a ((B)(4) adverse event reports). Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Reporter causality: the orthopedist could not assess the causal relationship between the reaction and synvisc. Seriousness criteria: required intervention for effusion of left knee due to irritation. Additional information was received on 05-aug-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 17-aug-2015 from the orthopaedist. This case initially considered as non-serious was upgraded to serious. Patient's weight and height added. Arthrocentesis lab was added. Suspect product start date, stop date, dose, expiry date and indication were added. Additional event of pain was added along with details. The event verbatim of punction of 50 ml of serous effusion was updated to effusion of left knee due to irritation and this event was upgraded from non-serious to serious. Reporter causality was added. Clinical course was updated. Text was amended accordingly.